Event description:
It was reported that the blue port of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was found to be occluded after placement in the right subclavian vein of a (B)(6) female patient. The device was then removed and replaced to complete the procedure. The patient did not experience any adverse effects due to this occurrence and no additional procedures were required. Additional information regarding event details has been requested, but is currently unavailable.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4 - product lot # (MDR) investigation ¿ evaluation it was reported by da chien general hospital (taiwan) that on (B)(6) 2022, a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (rpn: c-utlm-701j-rsc-abrm-hc-rd, lot#: 14247781) occluded. After the device was placed the in patient¿s right subclavian vein, the physician discovered the blue port was occluded. As a result, the device was removed and replaced. No other adverse events were reported due to this occurrence. Further communication with the customer indicated the device was in place for ¿maybe an hour¿ prior to failure. It was noted the device was not flushed prior to placement due to the urgency of the case. The user was also unable to aspirate blood from the device. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), quality control procedures, as well of a visual inspection of the returned device, were conducted during the investigation. One used device, along with twenty-one sealed sets, were returned for evaluation. A functional test confirmed occlusion of the catheter, as an attempt to flush saline through the blue port found only a small amount of water would pass through the lumen. Water was able to be flushed through the other two ports without issues. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14247781 found no nonconformances that could have contributed to the reported failure mode. A database search for complaints on the reported lot found one additional complaint reported from the field for a different failure mode. Cook also reviewed product labeling. The current instructions for use [c_t_ctulmabrm_rev7] state the following: "instructions for use 2. Prepare the catheter for insertion by flushing each of the lumens and clamping or attaching the injection caps to the appropriate extensions. Leave the distal extension uncapped for wire guide passage. " evidence gathered upon review of the dmr, product labeling review, and DHR, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a failure to follow instructions was the cause of this event. The instructions for use state the lumens need to be flushed prior to catheter insertion. It should be noted that the customer stated they did not do this step due to the urgent nature of the procedure, however that is likely the cause of this failure. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
Additional information was provided on (B)(6) 2022. The lumens were not flushed prior to catheter placement. Due to the urgency of the case, the physician forgot to flush the catheter. The device was in place for a short time, maybe an hour. The lumen was not flushed between infusions. The patient's blood "can't be pumpbacked after placement" so the physician removed the device and replaced it with a new device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d9 (product received on), d6a,d6b correction: h6 (annex f). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.